Manufacturer narrative:
This product is not approved for use in the us, however a like device with part# 1476006150, 510k# k121680 and (B)(4) has been cleared for us. (Revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure used: posterior spinal fusion levels implanted: l2-s2ai it was reported that on an unknown date, post-op, the rod broke inside the patient. Patient underwent a revision surgery for replacement.